Event description:
Pt called to allege that the surgeon used contaminated suture in the shoulder surgery back in 1996. The pt stated that 3 weeks after the first operation, the pt developed an infection and underwent a second surgery in 1996.